Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that during a coronary artery stenting procedure, placement of the xience v stent resulted in a dissection that was treated with placement of a second unplanned stent. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The device has been received; however, the investigation is not yet complete.